Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleged metal wear.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The initial medwatch for this product was reported on 1818910-2007-00610. Additional information was received, but a follow up medwatch could not be created due to the fact the initial medwatch was created before electronic filing. Therefore, this initial emdr 1818910-2016-33482, was created that includes the additional information received.

Event description:
Patient was revised to address hip dislocation. Updated 11/16/2016. Litigation received alleging patient was revised to address metallosis, large amounts of toxic cobolt and chromium metal ions.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/09/2017 (pfs-391) pfs and medical records received. Plaintiff alleges extreme pain, disfigurement from resultant surgeries, permanent damage to hip, partial or complete loss of mobility, loss of range of motion, and mental anguish. Revised for pain and chronic recurrent dislocation of right hip. Revising surgeon encountered a "large amount of serosanguineous fluid" upon reaching the gluteus. Also noted that "the greater trochanter was almost completely denuded of muscular attachment". Identified a "small amount of corrosion at the head/neck junction" when head was removed. Joint contained a "copious amount of granulomatous type tissue". No "significant amount of osteolysis. Femoral and acetabular components were well-fixed, with good cup position, but the acetabular bone was deficient though, superiorly and posteriorly, with existing cup uncovered, so therefore revised. No metal ion lab values available to corroborate alleged metal ion toxicity.